Event description:
It was reported by dealer that m91 power chair will drive forward and backwards but will not drive left or right. Dealer advised tried new controller, joystick and cables and still getting same results.